Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.reason for reoperation: deflation.

Event description:
Patient reported right side "hardening". Later, patient right side deflation as well as right side exchange from textured to smooth due to concern with the product. Device remains implanted.